Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
Reported via patient call center. It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted on (B)(6) 2023. The patient was discharged home. The patient reported that at a follow-up, computed tomography (CT) imaging revealed that the device had a leak. The size of the leak was not provided. The cardiologist recommended the patient get a laa clip placed. There were no patient complications reported. No further information was provided.